Event description:
The customer reported the presence of air bubbles and gaps in the infusion set tubing of their insulin therapy system during pumping. There was no adverse impact to the customer¿s blood glucose level. After addressing the issue, the large air bubbles and gaps were resolved, allowing the customer to resume insulin therapy. The customer confirmed understanding of the resolution.